Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, four percutaneous leads, and two extensions, on (B)(6) 2010. It was reported that the pt lost stimulation. One of the leads showed high impedance measurements; it was unk if the cause of the high impedance was a lead fracture or migration. A lead revision procedure is planned; the surgical date is currently undetermined. No further info is available.